Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient stated they had spinal surgery on december 11th, unrelated to device/therapy, and stated they turned off stimulation for surgery and reported they haven't been able to turn stimulation on since. The patient was able to communicate with the ins after troubleshooting was performed. The patient then reported getting "internal device has lost all data, contact your clinician" message. The patient stated they think this is message they were seeing before. The patient pressed end session and it closed out of my therapy app. The patient stated due to this the patient hasn't had therapy on since december 11th and they have been peeing everywhere. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.

Event description:
Additional information was received from the patient. It was reported that the patient stated that the unit was disabled during the lumbar spinal surgery and it wouldn't turn back on. The patient called the manufacturer representative (rep) and they were able to enable the unit and the issue was fixed. The patient informed that she went 7 days without the device working after the spinal surgery and had many leakage urine issues. No further complications were reported.

Manufacturer narrative:
Continuation of d10: product ID: tm90g01, product type: accessory. Product ID: hh90g01, product type: mobile platform. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.